Event description:
The account alleges that the caster stem broke, causing a pt to roll out of bed. No injury as a result of this issue.

Manufacturer narrative:
The account has made the determination that the device will not be repaired at this time due to cost. The device has been removed from service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.